Event description:
It was reported that there was slightly elevated threshold. The lv (left ventricular) lead was capped and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted: (B)(6) 2007; 4568-45 lead, implanted: (B)(6) 1999. (B)(4).